Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all of the keypad buttons were under-responsive. Allegedly, an under-delivery of insulin occurred due to the keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: (B)(4) 2014. Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. Evaluation revealed that all of the keypad buttons were unresponsive: the reported issue was duplicated. The keypad cover was removed, and the down arrow key contact was found to be inverted; this device failure directly caused the reported issue. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked in the thread area and from the bottom of the grip pad to the case seal. A deep scratch was found on the display lens. The display screen visual was dim and discolored due to an unidentified display failure. The audio bolus button (abb) cover and slug were observed to be missing, and thus the abb was not operational.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.